Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the aseptic transfer kit housing opened during surgery. This event is related to a malfunction that could potentially lead to a sterility issue. However, no patient harm or further outcome was reported so far. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, d9, g3, g6, h1, h2, h3, h6, h11. No damage or issues could be found during visual or functional inspection of the housing. The lid functioned as expected. This is a limited investigation, as per (B)(4); a review of manufacturing records, a complaint history review, and a product hold/recall search will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. The event cannot be confirmed. A definitive root cause cannot be determined as there was no problem found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.